Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint devices for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: two opt312 optiflow junior nasal interfaces were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection of the first cannula revealed that the right loop pad has detached from the cannula. Glue was noted on the cannula and adhesive was noted on the detached loop pad. Visual inspection of the second cannula revealed that the right loop pad was detached from the cannula. Glue was present on the cannula. A lot check revealed no other complaints of this nature for lot 130408. Conclusion: the observed damage was due to the failure of the adhesive on the loop pad to attach to the cannula. The user instructions that accompany the opt312 state the following in regards to the placement of the wiggle pads: "ensure skin is dry/prepared." Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the velcro on two opt312 optiflow junior interfaces was peeling off from the cannula after three days of use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the velcro on two opt312 optiflow junior interfaces was peeling off from the cannula after three days of use. No patient consequence was reported.